Manufacturer narrative:
Device is available for evaluation but still the repair is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator experienced a system error and device alert with no audible or visual alarms. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The single board computer (sbc) was received by failure investigations for analysis. The component was attached to the failure investigation test ventilator. The ventilator powered up. The logs were downloaded and reviewed. The issue was confirmed via logs. A test circuit and lung were connected to the ventilator and was allowed to ventilate for a week. There were no errors observed. If information is provided in the future, a supplemental report will be issued.